Event description:
Consumer left a review on (B)(6) stating they tested negative using inteliswab despite having symptoms and testing positive using another rapid test brand. Consumer stated their son also tested negative using inteliswab but pcr came back positive (refer to MDR 3004142665-2022-00015). (B)(6) review (B)(6) 2022 doesn't detect omicron didn't pick up covid even with full symptoms. Son was pcr positive and I developed symptoms 3 days later. These tests never picked it up. Our binax test lit up immediately. I think these just can't detect omicron. Waste of money. (B)(6).

Event description:
Consumer left a review on walmart.com stating they tested negative using inteliswab despite having symptoms and testing positive using another rapid test brand. Consumer stated their son also tested negative using inteliswab but pcr came back positive (refer to MDR 3004142665-2022-00015). Walmart.com review 1/24/2022. Doesn't detect omicron, didn't pick up covid even with full symptoms. Son was pcr positive and I developed symptoms 3 days later. These tests never picked it up. Our binax test lit up immediately. I think these just can't detect omicron. Waste of money. (B)(6).

Manufacturer narrative:
Consumer posted a review on walmart.com. No additional follow up is to be expected with the complaint file and the incident will be closed internally.